Manufacturer narrative:
H.6 investigation summary this summarizes the investigation results regarding a complaint that alleges ¿false positive results¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. It was reported by the customer they received false positive results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, review of software updates, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing could not be performed because a batch number was not provided. A review of bug fixes and software updates was conducted, and no issues related to this complaint were identified. This complaint was not confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test that there was a false positive. The following information was provided by the initial reporter: date of event or issue: 3/4/2023. Problem description: they still give false positive results.

Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test that there was a false positive. The following information was provided by the initial reporter: date of event or issue: (B)(6) 2023 problem description: they still give false positive results.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown device. Manufacture date: unknown. Initial reporter name and address: adress information was not able to be obtained, therefore, md, was used as a placeholder.. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.